Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, while pushing down the knot the entire suture came out of the artery. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information provided and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.